Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Device case type: ngp. October 12, customer returned device for an alleged charge/battery lasts less than expected found on october 12, 2022. Device received with damaged retainer ring. The device passed the sleep current test, active current test and self-test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to broken retainer ring. Unable to confirm insulin flow blocked alarms during testing. Due to broken retainer ring. No charge/battery lasts less than expected noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms or alerts noted during testing or in the history files. Confirmed insulin flow blocked alarm on november 04, 2022 at 23:59:36 during bolus in the device downloaded history. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir was unable to lock properly into reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: reservoir tube cracked, battery tube threads - cracked, cracked case, cracked keypad overlay, missing o-ring (reservoir tube), partially broken retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing and partially detached retainer charge/battery lasts less than expected was not confirmed. Damaged retainer ring confirmed. Unable to confirm no delivery during testing due to damaged retainer ring, however no delivery alarm was noted in history. Reservoir unable to lock was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin flow blocked, no delivery alarms and also poor battery life. No harm requiring medical intervention was reported. Troubleshooting was not performed; however, it was unknown whether the customer will continue use of the device or not. The product will not be returned for analysis.